Event description:
Reportedly, a drop of the battery voltage occurred. On (B)(6) 2025: 2,86v with estimated longevity between 5 and 7 years. A shock was delivered due to a fv on (B)(6) 2025. On (B)(6) 2025: 2,82v with estimated longevity between 1 year and 9 months with the same parameters. Left ventricular parameters has been modified (from 2v/0,35ms to 2,75v /1ms.), the estimated longevity has been recalculated to 1 year and 3 months.

Manufacturer narrative:
Preliminary analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption the expertise of the returned ICD didn¿t reveal over-consumption. The cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a drop of the battery voltage occurred. On (B)(6) 2025: 2,86v with estimated longevity between 5 and 7 years. A shock was delivered due to a fv on (B)(6) 2025. On (B)(6) 2025: 2,82v with estimated longevity between 1 year and 9 months with the same parameters. Left ventricular parameters has been modified (from 2v/0, 35ms to 2,75v /1ms.), the estimated longevity has been recalculated to 1 year and 3 months.

Manufacturer narrative:
Please refer to the attached report analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption the expertise of the returned ICD didn¿t reveal over-consumption. - the battery analysis revealed 8 clusters were found inside the battery. 1 of these clusters was in contact with the cathode bridge, and lead to the fast battery depletion. - the battery failure is the root cause of the fast battery depletion.

Event description:
Reportedly, a drop of the battery voltage occurred. On (B)(6) 2025: 2,86v with estimated longevity between 5 and 7 years. A shock was delivered due to a fv on (B)(6) 2025. On (B)(6) 2025: 2,82v with estimated longevity between 1 year and 9 months with the same parameters. Left ventricular parameters has been modified (from 2v/0,35ms to 2,75v /1ms.), the estimated longevity has been recalculated to 1 year and 3 months.

Event description:
Reportedly, a drop of the battery voltage occurred. On (B)(6) 2025 : 2,86v with estimated longevity between 5 and 7 years. A shock was delivered due to a fv on (B)(6) 2025. On (B)(6) 2025 : 2,82v with estimated longevity between 1 year and 9 months with the same parameters. Left ventricular parameters has been modified (from 2v/0,35ms to 2,75v /1ms.), the estimated longevity has been recalculated to 1 year and 3 months.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the preliminary attached report preliminary analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption based on available information, a battery issue could not be excluded. In this case, the battery voltage could decrease again very rapidly, therefore the rrt could be reached very rapidly. The crtd device explantation should be considered.